Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-01238.

Event description:
The customer reported 28 false positive results with the ID now covid-19 assay performed on multiple dates and with multiple patients. The customer did not provide information for all of the patients involved. This is report one (1) of two (2). The customer reported false positive results with the ID now covid-19 assay performed on unspecified dates. Additional information is unavailable at this time.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1019565 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1019565, test base part number 190-430 / lot: 1019565. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.